Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion ran "two (2) minutes outside the designated window". There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the infusion ran two minutes outside the designated window was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. Laboratory test results performed on the reported suspect device confirmed that the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The facility reported the event date as august 19, 2024. Based on the review of the pcu event log retrieved, on august 19, 2024, at 1:12 pm, the pcu was powered on and the pump module started the infusion with a programmed drug ID 7 normal saline (.ns) at a rate of 500 ml/hr. The volume to be infused (vtbi) was set at 500 ml. At 2:13 pm, the pump module completed the infusion with a primary volume infused (pvi) of 500.043 ml and was turned off. At 2:55 pm, the pump module was programmed with the same drug (.ns) at a rate of 300 ml/hr. The volume to be infused (vtbi) was set at 25 ml. At 2:58 pm, the rate update to 400 ml/hr and a vtbi of 10.2 ml, the pvi was recorded as 514.98 ml at 3:00 pm, the infusion was completed, the pvi was recorded as 525.049 ml, and the pump module was turned off. At 5:59 pm, the pump module was programmed with the same drug (.ns) at a rate of 999 ml/hr. The volume to be infused (vtbi) was set at 500 ml. At 6:29 pm, the infusion was completed, the pvi was recorded as 1025.97 ml, and the pump module was turned off. At 7:38 pm, the pcu was powered off. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris system user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause for the reported issue of infusion ran two minutes outside the designated window was not able to be identified during the investigation. Note that imdrf annex a0401, a040502, g02017, g04037, c07, c0601, d15 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the infusion ran "two (2) minutes outside the designated window". There was patient involvement but no harm.